Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an infection. The patient was formally admitted to hospital for diarrhea symptoms and an infection. The pd registered nurse (pdrn) does not believe that the hospitalization was related to fresenius product usage or pd therapy. Additional details were obtained through follow-up with the patient¿s pdrn. The patient went to the emergency room (ER) on (B)(6) 2025 due to the drain complications. It was determined that the patient¿s pd catheter was blocked by a fibrin plug and it was subsequently flushed. The patient was admitted to the hospital due to ongoing diarrhea for two weeks. The patient was diagnosed with peritonitis. Pd cultures were obtained. The pd cultures resulted positive for corynebacterium (species not provided). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2025. The patient has recovered from the peritonitis. The patient¿s diarrhea occurred because of restarting the prescription mounjaro (gip glp-1 receptor agonist). The cause of the peritonitis has not been confirmed. The pdrn reported that the patient follows proper aseptic technique during therapy including handwashing and masking. The patient¿s physician suspects the bacterium may be colonizing in the patient¿s pd catheter. The patient continues to complete pd therapy during recovery.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis preceded by diarrhea. However, there is no documentation of a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not determined, corynebacterium belongs to the physiological flora of human skin and mucous membranes thus suggesting a breach in aseptic technique at some point during the patient¿s treatment. The physician suspects the bacteria to be colonizing in the pd catheter. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The patient¿s diarrhea was caused by restarting the medication mounjaro which lists diarrhea as a side effect. Corynebacterium is not a gut bacteria which most likely rules out the diarrhea as the cause of the peritonitis. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for an infection. The patient was formally admitted to hospital for diarrhea symptoms and an infection. The pd registered nurse (pdrn) does not believe that the hospitalization was related to fresenius product usage or pd therapy. Additional details were obtained through follow-up with the patient¿s pdrn. The patient went to the emergency room (ER) on (B)(6) 2025 due to the drain complications. It was determined that the patient¿s pd catheter was blocked by a fibrin plug and it was subsequently flushed. The patient was admitted to the hospital due to ongoing diarrhea for two weeks. The patient was diagnosed with peritonitis. Pd cultures were obtained. The pd cultures resulted positive for corynebacterium (species not provided). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The patient was discharged on (B)(6) 2025. The patient has recovered from the peritonitis. The patient¿s diarrhea occurred because of restarting the prescription mounjaro (gip glp-1 receptor agonist). The cause of the peritonitis has not been confirmed. The pdrn reported that the patient follows proper aseptic technique during therapy including handwashing and masking. The patient¿s physician suspects the bacterium may be colonizing in the patient¿s pd catheter. The patient continues to complete pd therapy during recovery.